Event description:
The customer reported that when taking a picture, the system would freeze up (lock-up). There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.